Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) failed to enter the unknown sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The user was trained to the device. The access site vessel had mild tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and a little presence of peripheral vascular disease (pvd) or calcium near the puncture site. The interventional procedure used a retrograde approach. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The patient recovered after the mynx event, and the patient¿s body mass index (bmi) was not greater than 40 kg/m2. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and no syringe was returned for evaluation. The sealant was partially exposed but remained in its manufactured position on the delivery shaft. A split condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were observed during the visual inspection. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. This measurement was taken using a calibrated ruler. A dimensional analysis to verify slit length could not be executed due to the condition of the sealant sleeves. A functional test to evaluate insertion and withdrawal into a csi could not be performed as the split condition of the sealant sleeves prevented sheath insertion. A simulated deployment test was successfully conducted. The unit functioned as intended, deploying the sealant and retracting the balloon. After aligning the tension indicator by pulling the distal tip, button 1 and button 2 were depressed in the instructed sequence without issue. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (vessel had moderate tortuosity with little pvd within the vicinity of the puncture site), procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed to enter the unknown sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The user was trained to the device. The access site vessel had mild tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and a little presence of pvd or calcium near the puncture site. The interventional procedure used a retrograde approach. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The patient recovered after the mynx event, and the patient¿s bmi was not greater than 40 kg/m2. The device will be returned for analysis. Addendum: pe findings present the sealant exposed.